Event description:
43-year-old male admitted on 7/21/1996 with severe life-threatening hyperkalemia with congestive heart failure. Pt is on chronic hemodialysis and recently had a shunt replaced which was an upper arm loop configuration with recurrent reaccumulation of fluid in the axilla. Pt underwent an evacuation and debridement of left axillary fluid mass and replacement of shunt using 8 mm ring. Ptfe8 cm in length interposition graft on 7/31/1996. The graft was noticed to be weeping fluid through the interstices of the graft. The pt was discharged home on 8/3/1996.

Manufacturer narrative:
Although the user facility reports that the info was provided to gore on 7/31/1996, we have no record of that occurrence. Pt's operative notes were attached to user report and are included with this follow-up report.